Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the system was failing to boot. Upon troubleshooting, the fse found no leds on the hard drive bays and the fan wasn't working, despite sufficient power to the host pc. Fse confirmed that host pc was defective. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis and the analysis indicated that the component that failed was the power supply and the test results showed the unit likely has a dead power supply. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.